Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported that during induction, the patient ventilation failed during use of an aisys cs2. Reportedly, the patient began to desaturate. When attempting to administer emergency oxygen manually and mechanically, no oxygen was successfully administered. Subsequently, the patient was intubated. The patient was connected to an ambu bag and an attempt was made to obtain oxygen from the rotameter which was unsuccessful. The patient was ventilated with room air using an ambu bag. The anesthesia machine was shutdown and restarted, a circuit leak test completed, and then the unit operated without issues. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed. Further information provided by the end user reported that the saturation levels of the patient never reached lower than 96% and stated there was no harm to the patient. A desaturation of 96% is not considered a serious injury. A gehc field engineer evaluated the unit and determined there was no device malfunction. Therefore, there was no reportable event.